Event description:
Additional information was received. It was reported that the non-invasive patient tracker was not displaying in the correct anatomi cal location on the generated image. Staff attempted to move the tracker on the generated image by touching and holding the tracker. The screen flickered several times, but the tracker never moved to the correct location on the patient image. They checked placement of the board under the patient and made sure there weren¿t any items in the field that would cause problems. They restarted the nav system, reloaded the patient images and attempted registration again. Same issue. They contacted a manufacturing representative (rep) for their facility at that point. He had them try a few things. They backed out of the registration screen and reloaded patient images a third time, same issue. They replaced the non-invasive patient tracker and reloaded the patient images, same issue, only that time the screen flickered, the image of the patient face disappeared showing only the registration points and then the entire system shut itself down and restarted. This was when they contacted tech support for assistance.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735737, software: 2.1.0. B5, d1-d4, d11, e1, e3 have additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. There were four sessions on the date of issue reported. Among these, the 3rd session log captured a segfault in qmlguiservice. The corefile was generated by "qmlguiservice", and coredump captured that the program terminated with signal sigsegv, segmentation fault in libnvidia-glcore.so.430.40 library in the function mre::details::defaultshaderst oragebufferobject::initialize(). Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the system became unresponsive during a procedure. It was also reported by the site that the location of the non-invasive forehead tracker icon on the patient registration screen was in the wrong anatomical location, and after the site attempted to move the icon on the screen, it would not move. Eventually, the site was able to move the tracker icon, but the the screen went black. The site rebooted the system and the issue was resolved. It is unknown if there was any impact on patient outcome or surgical delay.

Manufacturer narrative:
D1 and d4 correction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clinic manager at the account indicated they have had no further issues.